Event description:
It was reported that balloon rupture occurred. The patient was presented with acute coronary syndrome and underwent percutaneous coronary intervention. The 99% stenosed target lesion was located in moderately tortuous and mildly calcified proximal left circumflex artery. A 2.00mm x 12mm emerge balloon catheter advanced for dilatation. However, during procedure the pressure did not increase as the balloon ruptured distally. The procedure was completed with different device. There were no patient compilations nor injuries reported and the patient condition was good after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At the proximal markerband, there was pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The patient was presented with acute coronary syndrome and underwent percutaneous coronary intervention. The 99% stenosed target lesion was located in moderately tortuous and mildly calcified proximal left circumflex artery. A 2.00mm x 12mm emerge balloon catheter advanced for dilatation. However, during procedure the pressure did not increase as the balloon ruptured distally. The procedure was completed with different device. There were no patient compilations nor injuries reported and the patient condition was good after the procedure.